Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned devices. The reload was cycled without hesitation or binding after overriding the interlock. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer states that during a lap assisted distal gastrectomy, upon the fifth fire from the greater curvature side, staples placed on the proximal side were significantly formed badly; some were linear, some were no longer b-shape. The incomplete staple line was reinforced by suture. The patient is fine. Operating time not extended.